Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that white foreign matter remained on the air/water channel, air/water cylinder, and on the light guide lens. Due to the water leakage that occurred in the equipment, it is likely that the reprocessing could not be performed properly and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to damage on right/left knob, water tightness was lost. Due to damage on up/down knob, water tightness was lost. Due to wear of scope cover packing, water tightness was lost. Forceps channel port had corrosion. The control unit, mount, grip and scope connector cover unit had corrosion due to water leakage. The scope connector case unit and plug had a scratch. The label on scope connector was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope exhibited physical defects of the bending section and insertion tube including unusual shapes. The device was returned to olympus. An evaluation of the returned device found a whitish foreign material was found inside the air/water-tube and inside the air/water-cylinder. Also, the light guide lens has foreign objects. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.